Event description:
A 34 mm amplatzer septal occluder (aso) embolized three hours post-implant, so the patient was referred for surgery to remove the aso and surgically repair the defect.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests the results of this investigation are inconclusive because the device has not been returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
One cd of fluoroscopic images showing several recorded images of device placement and the embolized device was provided. The cause of the embolization remains unknown.